Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio2 meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) as the patient was unavailable for follow-up when attempted by medical surveillance (ms). The patient reported that on an unspecified date she obtained erratic results ¿with a 300 difference¿ on the subject meter. The tests were performed more than 20 minutes apart. It is unknown what medications, if any, the patient takes to manage her diabetes or if she made any changes to her usual diabetes management routine in response to the alleged issue. The patient claimed that she developed ¿possible high readings¿ however could not specify any symptoms and stated that at an unknown date received treatment from a healthcare professional (hcp) but could not give details on the treatment received. The patient could not give any details to the cca during troubleshooting. Replacement products were sent to patient. This complaint is being reported because the patient reported receiving medical intervention from a hcp as a result of the alleged meter issue.